Event description:
A caller reported an issue with their cgm, specifically experiencing error 42. Although there was a concern, there was no adverse impact to the customer's blood glucose level. Technical support provided a complete guide for a pump reset, which the caller successfully followed. Subsequently, the error did not reappear, and the caller was able to start their sensor session successfully.